Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 22 mmol/l at the time of incident. The customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer was treated with intravenous fluid. Customer was unable to complete carelink upload. Based on customer report customer does allege pump was under delivering. The device will not be returned for analysis.